Event description:
It was reported that the customer was hospitalized due to stomach flu and high blood glucose. Also the customer had high counts of dka and the customer was dehydrated. The family member stated that the customer's diabetes educator went to the hospital and tested the pump. The pump passed all the tests and seems to be working fine.